Event description:
Per the clinic, no connection could be made to the internal device, and the issue could not be resolved. The device was explanted (B)(6) 2015, and the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed november 4, 2015.

Manufacturer narrative:
(B)(4).